Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. D10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the device was received with a dent on the global display label, lcd has liquid crystal leakage, reflux plug contaminated, pole clamp gouged, water tank cover cracked. Device has an outdated printed circuit board (pcb) and power supply. The complaint was confirmed; liquid leakage on lcd was observed. Damage to lcd was listed as the root cause. What caused the damage could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a display issue. There was no patient involvement and no patient or clinical injury.